Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.